Event description:
It is too easy in error, to connect the heat moisture exchanger (hme) to the exhalation valve. The inhalation and the exhalation ports are the same size, color and there is no visual alert to health professionals to prevent an inadvertent placement of the hme to the exhalation port. The corrugated tubing which is part of the circuit, which per my understanding, is designed to be placed on the exhalation port is rarely if ever used. That port is exposed and therefore it is 'easy' during a dislodgement of the tubing to attach it to the wrong port.